Manufacturer narrative:
Correction: upon further investigation, this event no longer meets the reporting criteria. During review of returned imaging, the expert image reviewer noted that the CT scan identified the reported endoleak to be between proximal and distal zfen components, not the zsle-20-56-zt. The zfen components are not manufactured by cook inc. Therefore, this device was not involved in the reported endoleak, and no other problems with this device were detected. As such, no further reports regarding this event will be submitted. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a type 3 endoleak occurred on a zenith flex with spiral-z technology aaa endovascular graft iliac leg following a fenestrated endovascular aneurysm repair (fevar) procedure. During the procedure on (B)(6) 2019, the patient received 5 cook devices and 2 competitor devices, including a main body device, a distal body device, a right iliac leg graft, a left iliac zenith flex with spiral-z technology aaa endovascular graft (zsle-20-56-zt), two covered stents, and a vascular self-expanding stent. It was noted the bilateral common iliacs were tortuous (left greater than the right). An angiogram revealed the superior mesenteric artery to be patent. An aortogram showed patency of the bilateral renal artery stents. A left lower extremity angiogram revealed patency of the left iliac limb and left iliac artery. The patient was extubated in hemodynamically stable condition and taken to the post anesthesia care unit in hemodynamically stable condition. On (B)(6) 2019 (2 months post implant procedure), a CT scan demonstrated stable repair with slight decrease of the excluded aneurysm sac. Some stenosis was noted in the superior mesenteric artery. On (B)(6) 2019 (5 months post implant procedure), a CT scan showed a reduction in her abdominal aortic aneurysm size to 5.9 x 6cm, down from 6.2 x 6.4cm. There was no evidence of a type I or type ii endoleak. "Questionable" left external iliac artery stenosis was noted at the end of the endograft at an area of a sharp bend. It was reported as being 50%-75% stenosis, and having a dissection though no actual dissection was seen. A soft left iliac "bruit" was heard. On (B)(6) 2021, the patient was discovered unconscious at home by a family member and brought to the hospital. Imaging revealed an enlarged aneurysm sac and device component separation. A type iii endoleak was identified between the main body and left iliac leg device. The patient has refused treatment. No other adverse effects were reported for this incident. The main body device is reported under manufacturer report # 9680654-2021-00016.